Manufacturer narrative:
Reported event. An event regarding mechanical failure involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The universal joint in the offset reamer has excessive play and is shedding metal shavings case type / application: tha 4.1.